Event description:
The pt reported he is new to pump therapy and has been getting e4 (occlusion) error messages on his insulin infusion device all day and his blood glucose reading is over 400 mg/dl. He said his normal blood glucose range is 120-150 mg/dl. The pt stated he has gotten his basal rates without occlusion but, when he tries to bolus, he receives an occlusion message. To troubleshoot, the pt was instructed to disconnect from his device and run a 5 unit bolus of insulin which went through without error. On follow- up, the pt stated he changed his infusion headset and this corrected the occlusion issue. He said his blood glucose levels are now normal. He stated he did not keep the infusion headset. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.